Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a portion of the lower jaw broke off and was missing. The battery and the generator had no issue. An x-ray of patient¿s abdomen was taken to find missing piece. An additional laparoscopic procedure was done to find and retrieve the broken portion. No patient injury occurred, and a new device was used to continue the procedure.